Event description:
Io that was used during a cardiac arrest. Both messages refer to the same io. After inserting the io we were unable to remove the inner cannula. It would not separate from the body of the io. I have periodically encountered this in the past. Unsure of the malfunction. When I inserted the io, it would not twist off. It was as if the plastic was fussed together. We kept trying to twist but it would just twist out of pts leg. One of the members said it happened to them before. It was a manufactures defect I suppose because that had never happened to me before.

Manufacturer narrative:
(B)(4). The manufacturing DHR file based on a potential lot was reviewed. No recorded results of manufacturing issues or anomalies were reported. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso (B)(4). A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 11/2020 and is less than a year old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Io that was used during a cardiac arrest. Both messages refer to the same io. After inserting the io we were unable to remove the inner cannula. It would not separate from the body of the io. I have periodically encountered this in the past. Unsure of the malfunction. When I inserted the io, it would not twist off. It was as if the plastic was fussed together. We kept trying to twist but it would just twist out of pts leg. One of the members said it happened to them before. It was a manufactures defect I suppose because that had never happened to me before.